Manufacturer narrative:
Device investigation narrative - one 72202468 fast-fix 360 curved needle delivery system device received. The device was received in disfigured condition appearing to have been melted. Based on this observation it is assumed that the device has been autoclaved and is damaged (melted) beyond capability to functionally test. These are single use, pre-sterilized devices. Sterilization disfigures the device and renders it unusable. The complaint was submitted for ¿both t1 and t2 got loose from inserter¿. No root cause can be established due to any possible objective evidence being tainted.

Manufacturer narrative:
(B)(4).

Event description:
When surgeon was launching t1, both t1 and t2 got loose from inserter. A backup device was readily available. It is unknown if there were any delays. No patient injuries were reported.